Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump and assisted caller with reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged understanding of instructions.